Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to perform incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted q3 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to perform incoming functionality testing.